Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's email. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system was in hospice and had experienced syncopal episodes. It was noted that the last transmission was in october and the device was programmed 75-130 beats per minute (bpm) with a ventricular tachycardia (vt) storage rate of 160 bpm. There were no fast ventricular events stored, and the cause of the syncopal events was not known at this time. The clinician planned to speak with the cardiologist about next steps. This pacemaker remains in service. No additional adverse patient effects were reported.